Manufacturer narrative:
(B)(4). D10: medical product: femoral central cone catalog#: 42545001012, lot#: 64700341. Tibia fixed cemented stem extension catalog#: 42542006701, lot#: 64960941. Stem extension tapered cemented catalog#: 4256007514, lot#: 65032365. Femur cemented item#: 42504605401 lot#: 65046024. Stem extension catalog#: 42560007514, lot#: 65033946. Tibia central core catalog#: 42545000511, lot#: 64815927. Femur cemented catalog#: 42504605411, lot#: 65046008. Stem extension catalog#: 42560113510, lot#: 64911578. Articular surface catalog#: 42512600414, lot#: 65321527. Cable cerclage cable catalog#: 00223200418, lot#; 65240317. Cable cerclage cable catalog#: 00223200418, lot#: 65240311. Palacos r+g fast catalog#: 6605676,8 lot#: 99571117. Palacos r+g fast catalog#: 66056768, lot # 99571117. Palacos r+g fast catalog#: 66056768, lot # 99571117. Female hex screw catalog#: 42509902525, lot # 65259825. G2: australia. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-01299, 0001822565-2023-01300, 0001822565-2023-01301. H3 other text : remains implanted.

Event description:
It was reported patient is experiencing allergy to metal eight months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (04)- femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001822565-2023-02550, 0001822565-2023-02551, 0001822565-2023-02552.